Event description:
It was reported to boston scientific corporation that a mantis clip was used in the inferior duodenal angulus during an underwater endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the scope was angled during the first placement of clip on the first suture. During the second placement, another clip was placed on the second suture with a less severe angle of the scope, providing a relatively easier view and position for placement. When they attempted to place an additional clip between the first and second suture, they operated the handle as usual but the clip did not release. The claws of the second clip were deformed in an open position. The procedure was completed with a competitor's device using the pure string method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.